Event description:
Procedure: lap gastric bypass. According to the reporter: while the surgeon was closing the jaws of the instrument to re-inforce the anastomosis, there was a lot of tension on the handle. The surgeon opened the jaws and noticed the needle was missing in the jejunum/sub mucosal tissue layer. The surgeon pulled on the suture and it revealed the area of the tissue it was embedded in. Surgeon scoped the patient to see if the needle could be seen but the surgeon was snot able to see it so he decided to leave the needle in the location to prevent further damage to the mucosal. X-rays were not taken as the surgeon was able to locate the area of the needle but not able to retrieve it. Or time was delayed approximately 15 minutes. No tissue trauma, no bleeding. The handle was used with subsequent reloads and worked fine.